Event description:
As reported by the end user on (B)(6) 2010, during a percutaneous transluminal angioplasty procedure on (B)(6) 2010 a balloon burst at 8 atm. It was reported by the physician who performed the procedure that the balloon burst was possibly caused by the balloon being caught on a stent. The balloon was successfully removed from the pt and the procedure was completed with another new of the same device without further complications. There was no harm to the patient due to this incident.

Manufacturer narrative:
Returned for eval on 11/22/2010 was one used workhorse balloon catheter. A visual review of the device noted that the balloon was torn circumferentially approx 4.2 cm from the distal tip of the catheter. The complaint is confirmed. The 4.2 cm piece of the balloon was torn off the catheter shaft and although it was retrieved from the patient, it was not returned for eval. A visual review of the balloon noted that the edges of the tear were jagged and not consistent with a circumferential balloon burst caused by a mfg defect. The balloon wall was measured and was within specifications. The most likely root cause for the reported complaint is the balloon got caught on the stent and burst. As the balloon was removed from the sheath it tore circumferentially. The instructions for use (ic 234), which is supplied to the end user with this catalog number, contains a statement: "do not advance the guidewire, balloon dilation catheter, or any other component if resistance is met, without first determining the cause and taking remedial action. This catheter is not intended for the expansion or deliver of stents." During the review of the mfg records for the reported lot, it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and failure mode. This type of complaint will continue to be monitored for trends. (B)(4).